Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the radiofrequency ablation (rfa) for liver cancer, the activation of the needle couldn't be completed. Once continued, there was an appeal that it was hot from the patient and the needle coating had peeled off. Nothing fell into the patient's cavity. Another needle was used and the ablation was completed. The patient's burn injury was mild and ointment treatment was enough.